Manufacturer narrative:
Report source: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that when operating the programmer, the screen appeared to be different than usual. The posture was not displayed. There were no contributing factors. It was confirmed that the adaptivstim (as) had been turned off. It has been informed that to switch it on, change the display of as name, return to the physician's settings, and change the group. The as mark was displayed in the upper left corner of the first row, but for the second row the check mark and a, for the third row only the intensity of stimulation was displayed, and the state in which the posture was not displayed could not be resolved. Elective replacement indicator (eri) was displayed during the operation. The issue was not resolved. Additional information was received reporting the cause of the posture not displaying was the patient misunderstood the event. The cause of the as being turned off was the possibility was very high that the patient might have changed the operation. Eri was not considered normal depletion. The action taken to resolve was the rep visited/checked with the nursing staff, the issue has been resolved.